Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was prone to atrial fibrillation. During episodes of atrial fibrillation, the patient's intrinsic ventricular rate would be 100 beats per minute or more. When the atrial fibrillation terminated, the patient's rate would drop to the programmed lower rate limit of 70 beats per minute. The patient was symptomatic with this sudden changes and reportedly became syncopal. Boston scientific technical services (ts) assisted with programming optimization to reduce the sudden changes in rate. No additional adverse patient effects were reported. The pacemaker remains in service.